Event description:
Pt receiving many noise alarms. Steps to resolve system noise were reviewed with pt. Information downloaded from pt's device indicates that noise has reduced since incision dressing was removed; however, amount of dual lead noise for august is averaging 78 min./day. The electrode belt was replaced.